Event description:
It was reported that right after a pump replacement patient experienced an overdose. It was indicated that the same concentration and dosage was used, however they had to continually decrease by "about 60% within a week". It was stated that "the dosage had been adjusted to a better level for the patient; and the patient's status was good". Patient was worried that the medication may not be correctly compounded; drugs delivered via the device were dilaudid and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk; pump model: 863720, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012; catheter model: 8578, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4).